Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches. However, the pump had a high sleep current measurement. The pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from on (B)(6) 2021 to on (B)(6) 2023. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event date of 10-dec-2021. In further full review of the pump history/traces on the event date of 11-dec-2021, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 11-dec-2021 listed on smart solve. Daily total collection start time: on (B)(6) 2021 12:02:10.000. Daily total of all insulin delivered: 185500 (18.55 u). Daily total of basal insulin delivered: 101500 (10.15 u). Daily total of bolus insulin delivered: 84000 (8.4 u). On (B)(6) 2021 12:45:35.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 66000 (6.6 u). Bolus amount delivered: 66000 (6.6 u). On (B)(6) 2021 13:46:53.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 18000 (1.8 u). Bolus amount delivered: 18000 (1.8 u). There was no pump error 23 alarm recorded in the formatted history file on the event date of 11-dec-2021. Please see below for pump errors/alarms noted 1 week prior to the event dates 10-dec-2021 and 11-dec-2021 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2021 12:06:11.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2021 12:08:36.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. In further full review of the pump history/traces on the event date of 07-jan-2022, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 07-jan-2022 listed on smart solve. Daily total collection start time: on (B)(6) 2022 00:00:00.000. Daily total of all insulin delivered: 434250 (43.425 u). Daily total of basal insulin delivered: 219250 (21.925 u). Daily total of bolus insulin delivered: 215000 (21.5 u). On (B)(6) 2022 01:30:29.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 52000 (5.2 u). Bolus amount delivered: 26500 (2.65 u). On (B)(6) 2022 01:32:35.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 20000 (2 u). Bolus amount delivered: 20000 (2 u). On (B)(6) 2022 01:41:15.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 5000 (0.5 u). Bolus amount delivered: 5000 (0.5 u). On (B)(6) 2022 02:46:04.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 40000 (4 u). Bolus amount delivered: 16500 (1.65 u). On (B)(6) 2022 02:53:01.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). On (B)(6) 2022 03:12:47.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 40000 (4 u). Bolus amount delivered: 40000 (4 u). On (B)(6) 2022 12:07:17.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 50000 (5 u). Bolus amount delivered: 50000 (5 u). On (B)(6) 2022 14:08:33.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 18000 (1.8 u). Bolus amount delivered: 18000 (1.8 u). On (B)(6) 2022 19:29:35.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 38000 (3.8 u). Bolus amount delivered: 38000 (3.8 u). There were no unexpected pump errors/alarms noted 1 week prior to the event date 07-jan-2022 in the formatted history file. In further full review of the pump history/traces on the event date of 05-nov-2023, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 05-nov-2023 listed on smart solve. Daily total collection start time: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 561000 (56.1 u). Daily total of basal insulin delivered: 238500 (23.85 u). Daily total of bolus insulin delivered: 322500 (32.25 u). On (B)(6) 2023 02:39:47.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 69000 (6.9 u). Bolus amount delivered: 63500 (6.35 u). On (B)(6) 2023 02:39:47.000, normal bolus amount programmed: 69000 (6.9 u). However, no delivery alarm/insulin flow blocked alarm noted and the bolus amount delivered: 63500 (6.35 u). On (B)(6) 2023 02:47:02.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 6000 (0.6 u). Bolus amount delivered: 6000 (0.6 u). On (B)(6) 2023 02:54:45.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 60000 (6 u). Bolus amount delivered: 60000 (6 u). On (B)(6) 2023 08:04:23.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 40000 (4 u). Bolus amount delivered: 40000 (4 u). On (B)(6) 2023 09:07:17.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 50000 (5 u). Bolus amount delivered: 50000 (5 u). On (B)(6) 2023 12:02:48.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 37000 (3.7 u). Bolus amount delivered: 37000 (3.7 u). On (B)(6) 2023 13:38:27.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 51000 (5.1 u). Bolus amount delivered: 51000 (5.1 u). On (B)(6) 2023 17:36:03.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 15000 (1.5 u). Bolus amount delivered: 15000 (1.5 u). Please see below for pump errors/alarms noted 1 week prior to the event date 05-nov-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 16:58:25.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 07:23:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 16:54:00.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 4:50:59 pm. There was no power data available for the date of 02-nov-2023. Unable to check power data for low battery alert and replace battery alert. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. In further full review of the pump history/traces on the event date of 04-dec-2023, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 04-dec-2023 listed on smart solve. Daily total collection start time: 12/04/2023 00:00:00.000. Daily total of all insulin delivered: 0 (0 u). Daily total of basal insulin delivered: 0 (0 u). Daily total of bolus insulin delivered: 0 (0 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump errors/alarms noted 1 week prior to the event date 04-dec-2023 in the formatted history file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date 04-dec-2023 listed on smart solve and the days prior to the event date. On (B)(6) 2023 daily total of all insulin delivered: 239250 (23.925 u). On (B)(6) 2023 daily total of all insulin delivered: 160500 (16.05 u). On (B)(6) 2023 daily total of all insulin delivered: 0 (0 u). On (B)(6) 2023 daily total of all insulin delivered: 0 (0 u). On (B)(6) 2023 daily total of all insulin delivered: 0 (0 u). On (B)(6) 2023 daily total of all insulin delivered: 0 (0 u). On (B)(6) 2023 daily total of all insulin delivered: 0 (0 u). On (B)(6) 2023 daily total of all insulin delivered: 0 (0 u). On (B)(6) 2023 daily total of all insulin delivered: 0 (0 u). On (B)(6) 2023 daily total of all insulin delivered: 0 (0 u). Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for battery cap cracked/damaged and pump error 23 alarm were not confirmed. An intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer passed away at the hospital on (B)(6) 2023. The customer had surgery on a leg and they had complications and customer was admitted ar the hospital. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors. The insulin pump that was last worn insulin pump was unknown. The insulin pump was returned for product analysis.